Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tips didn't line. A broken wire at the wrist was identified. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis found the instrument's grip tip to be bent. One grip was bent which caused side to side misalignment of grips. There was a .040 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable to be frayed at the distal idler. There was no damage found on the clevis. The instrument's distal pulley also had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.